Manufacturer narrative:
As reported, the 4mm x 30cm saber percutaneous transluminal angioplasty balloon catheter was inflated but ruptured. The balloon was noted to have burst around eight atm. The device was removed intact from the patient. The case was completed with a 4mm (diameter) non-cordis balloon catheter. There was no reported injury to the patient. This was an evt case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. The device was prepped per the IFU and was able to maintain negative pressure. There were no kinks or other damages noted prior to inserting the product into the patient. The lesion had severe calcification with 100% stenosis. The vessel was noted to have moderate tortuosity. The device was being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The device advanced through the vessel without difficulty and there was little difficulty noted while crossing the lesion. The device was never in an acute bend and never kinked during use. The product was not returned for analysis. A product history record (phr) review of lot 82255863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a chronic total occlusion likely contributed to the reported event. Damages to the balloon material may have occurred during the attempt to cross or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 4mm 30cm saber pta was inflated but ruptured. The was noted to have burst around 8atm. The device was removed intact from the patient. The case was completed with a 4mm (diameter) non-cordis balloon catheter. There was no reported injury to the patient. This was an evt case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. The device was prepped per the IFU and was able to maintain negative pressure. There were no kinks or other damages noted prior to inserting the product into the patient. The lesion had severe calcification. The vessel was noted to have moderate tortuosity. The lesion had a 100% stenosis. The device was being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The device advanced through the vessel without difficulty. There was little difficulty noted while crossing the lesion. The device was never in an acute bend and never kinked during use. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82255863 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.